Event description:
It was reported that device migration occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed an anterior chicken wing laa, with ostial measurements between 16.6-19.9mm. Venous femoral access was obtained and transseptal puncture (tsp) was performed in using versacross connect (vcc) transseptal access system through a watchman fxd curve access system (was). The left atrium (la) was cannulated with the vcc pigtail wire and vcc sheath was removed. A pigtail catheter was advanced into the la and advanced into the laa using tee and fluoroscopy guidance. La pressure was measured at 6. A bolus of fluids was given through the pigtail catheter and also intravenously. La pressure was measured at 10 after fluids. The laa was reinspected using tee and fluoroscopy after fluid administration, and the max ostium width increased to 25.3mm. A 31mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa, and initial deployment was too deep causing inadequate proximal lobe coverage. The wd was recaptured twice and redeployed at the ostium of the laa meeting release criteria per tee imaging and was subsequently implanted. The watchman flx pro delivery system and was was removed from the patient. Shortly after implantation, the closure device began to migrate proximally in all four tee views with the worst shift being noted in the 135-degree view. After further assessment, the physicians decided to retrieve the closure device. Vcc and the was were re-inserted, and tsp was performed, gaining access to the la. Vcc was removed and a non-bsc grasping forceps device was inserted and the closure device was retrieved and released temporarily into the inferior vena cava (ivc). A larger sheath was inserted into the patient to successfully retrieve the closure device from the ivc and removed it from the patient. The patient was monitored and remained stable. The procedure was aborted and concluded without further incident. The patient was discharged home the same day, then returned two (2) days post index aborted procedure and successfully had a 35mm watchman flx pro implanted and is planned to discharge the same day.